Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pencil were wrinkled and stripped from their outer shell of the wires eventually tearing apart during use and autoclave which was done according to the instructions.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because the cable showed slit damage. Visual inspection found the outer sheath of insulation of the cord was damaged. The wires inside the sheath were exposed. The primary wire insulation was not damaged. The reported condition was confirmed. A tear was noted in the outer layer of insulation on the cord. The damage allowed the outer sheath of pull back from the pencil body exposing the wires in the cord. The device was hipot-tested. The damaged area passed hipot testing. The device with plugged into a generator and activated at 60w. No arcing or sparking occurred from the cord. No other defects were found with the device. There is nothing in the manufacturing process that would have contributed to this type of failure. The damage appeared to come from interaction with a sharp tool e.g., a knife. The investigation identified the probable root cause to be from user misuse. The instructions for use (IFU) states, inspect the pencil and cable for: cuts in the rocker cover, exposed wires or cracks in the cord, bent electrode contact. Discard if the pencil cord is damaged. If information is provided in the future, a supplemental report will be issued.